Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had reoccurring 353 drawers/pockets failures. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the database. A technical support specialist (tss) created product incident (B)(4) case to work toward a permanent resolution. The root cause of the issue was that the ssm agent was trying to access a database that did not exist on the database instance. The engineering/product team worked to identify a permanent solution. The technical support specialist closed the case.